Event description:
It was reported that: "customer reports leak in the pilot line. The patient was intubated in the or, transferred to the floors. Sometime after the intubation , no later than the next day. Did not occur during intubation. It is unknown if the patient desaturated. The leak was detected on the ventilator."

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.